Event description:
It was reported that the 9800 system had the grid assembly knocked off. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The grid was glued back on during the service call. The system was tested and found to be working as intended and put back into service.